Event description:
It was reported that catheter entrapment occurred during a percutaneous coronary intervention. The 99% stenosed target lesion was located in the severly tortuous and calcified right coronary artery (rca). An unspecified laser was used to treat the lesion. A guidezilla was also selected; however upon removal, this device was stuck on a non-bsc wire. The physician was unable to manipulate the guidezilla, therefore the guidezilla and the stuck wire were removed from a guiding catheter as a single unit. The wire was removed from the guidezilla outside the patient. The guidezilla was re-inserted to deploy an unspecified stent; however the device was unable to cross the curved site of the rca. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of 2 guidezilla guide extension catheters. Both units were covered in blood, and soaked in a water bath for 5 days. There was a large blood clot noted. Microscopic examination and tactile inspection revealed a kink 23cm from the strain relief. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set. The ID met specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination presented no damage or irregularities in the collar/proximal shaft weld. Microscopic examination presented no damage or irregularities in the tip. The stent delivery system (sds) used in the procedure was not returned for analysis. A promus element plus sds was used for functional testing. Functional testing was performed on both units pre-soak with both units unable to have sds pass through shaft. Post-soak, the promus element plus was advanced through the collar and advanced through the shaft of both returned units, with no resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred during a percutaneous coronary intervention. The 99% stenosed target lesion was located in the severly tortuous and calcified right coronary artery (rca). An unspecified laser was used to treat the lesion. A guidezilla was also selected; however, upon removal, this device was stuck on a non-bsc wire. The physician was unable to manipulate the guidezilla, therefore, the guidezilla and the stuck wire were removed from a guiding catheter as a single unit. The wire was removed from the guidezilla outside the patient. The guidezilla was re-inserted to deploy an unspecified stent; however the device was unable to cross the curved site of the rca. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).